Event description:
Three falsely elevated troponin I results were obtained on patients' samples. The results were reported to the physician who questioned the results. The samples were repeated and negative results were obtained. One patient received heparin. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was contamination of the r1 probe or drain. The fse corrected the malfunction.